Manufacturer narrative:
Correction to previously reported device evaluation detail. No parts were replaced during the device evaluation; the device was scrapped as per customer request.

Event description:
The manufacturer received information that a trilogy 202 ventilator was returned to the third-party service center for completion of device evaluation. On device evaluation, error code e-344 was noted in the device error log indicating an oxygen blending module accuracy issue. This is potentially a failure of the oxygen blending module, which may impact therapy (delivery of oxygen). The oxygen blending module printed circuit board assembly was replaced to address this issue. The device passed evaluation and repair. Additional findings not related to the malfunction/issue: rubber feet were damaged and one was missing and required replacement. The front enclosure was damaged and required replacement. The handle o-rings were damaged and required replacement. Components were replaced due to preventative maintenance schedule. The machine flow sensor was contaminated.

Manufacturer narrative:
The reported failure of trilogy 202 ventilator oxygen blending module failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.